Event description:
Add'l info rec'd from MFR 9/30/02: technical svs personnel verified in the field that the events described in the medical device report occurred and are attributable to the optivac portable aspirator. This product has been on the market since 1996 and the frequency of the reported incident is estimated to be less than 1%.

Event description:
During routine preventive maintenance check of device, the casing of several chargers noted to be melted and one noted to have a hole melted through. MFR contacted and advised chargers were to be plugged in only for a maximum of eight hrs. The charges are not trickle charging the battery. Units charged over eight hrs cause the charger and batteries to deteriorate. In the operating manual, recharge time indicates "8 hrs maximum-fully discharged battery"; operating procedures indicate "the integral battery will recharge from a low condition of low charge within 8 hr maximum." Concerns/recommendations: 1. Although operations manual provides direction on charging, more emphasis should be placed on recharging time because of potential consequences with charging longer than 8 hrs. 2. Recharging more than 8 hrs causes a significant safety hazard. This should be more evident to the customer. A safety alert should be considered. 3. The MFR does have the capability of charging the charger to a trickle charge. The customer would need to purchase and install a replacement internal circuit board. Because of the type of use and storage in health care setting, all chargers should be made as a trickle charge. Tracking of such hrs initially and after use is an unrealistic expectation for a device that needs to be accessible for ready use in a pt care setting. 4. Because of the significant safety risk, recommend a device recall or mandatory replacement of internal pcb.